Event description:
It was reported that the secondary infusion back flowed into the primary infusion bag. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a back flow event could not be replicated during laboratory testing. During the internal and external inspection of the suspect pump module, there were no findings observed that could be attributed to the reported complaint. Inspection found a leak on the returned administration set 2426-0007. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Preventive maintenance was conducted to assess the operational condition of the suspect device. The pump module successfully passed all the tasks without any issues. The primary administration set was tested, showing folds and a leak in the pumping segment. Back flow testing with the secondary administration sets did not observe any backflow or anomalies. The event date and time were not reported; however, event log review showed the last recorded infusion on 18 september 2025 at 11:50 am. On 18 september 2025 at 11:50 am a guardrails IV fluids infusion of 0.9%naci (drug ID=4) was programmed with rate of 30 ml/h and vtbi of 30 ml. One minute later, the user programmed a basic secondary infusion with a rate of 50 ml/h and vtbi of 50 ml, the infusion was completed as expected at 12:51 pm, right after the pre-programmed primary infusion started, user changed the infusion parameters and set it with a rate of 50 ml/h and vtbi of 15 ml. At 1:10 pm the primary infusion was completed and a new infusion with rate of 50 ml/h and vtbi of 10 ml was programmed. At 1:19 pm user pressed key channel off, there is no record of further infusions. The alaris system user manual (v12.3), states within warnings and cautions, "to prevent a potential uncontrolled flow (free-flow) condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door (see bd alaris¿ pump module set loading on page 98).¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to "close the roller clamp before opening the door¿. Root cause: the root cause for the reported back flow event could not be determined. Testing found the suspect pump module working within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the secondary infusion back flowed into the primary infusion bag. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.